Event description:
Complaint description: a hosp director of surgical services reported that a physician terminated a colonoscopy procedure when he was unable to visualize the pt's anatomy due to diminished light output at the distal end of the colonoscope. Following the examination, the director inspected the colonoscope and noticed light coming from only one of the two lights located at the distal tip of the scope. There were no complications related to the occurrence.